Event description:
It was reported that the patient's device has been turned off for about a year as the patient was not receiving efficacy. Reporter also noted that in the past, the patient had been to the ER twice due to hiccups and severe vomiting. The patient was now admitted to the hospital again due to these issues. Reporter states the ER physician suggested that the leads were causing irritation to the nerve and causing the hiccups and vomiting. Attempts for further information have been unsuccessful to date.